Event description:
It was reported that the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) system including the medtronic left ventricular (lv) lead was removed on (B)(6) 2024. The patient was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).